Manufacturer narrative:
Findings: unit was set to proper time and date. Unit passed functional test including error test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm, or other alarms noted during testing. No unexpected reset noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was over 30 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer received other alarms from their insulin pump as well and was asked to return the device for analysis.